Manufacturer narrative:
Review of applicable device history records did not identify any deviations or nonconformances that are likely to have contributed to an infection. After implant, the patient became semi-indigent, occasionally living in an auto and bathing at local public facilities. Medical staff believes the patient's lifestyle contributed to the persistent infection and subsequent need for device explant.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022. Post implant the patient experienced infection at the incision site in which one or more courses of antibiotic treatment was administered without successfully clearing the infection. System was explanted on (B)(6) 2023 due to persistent infection at the surgical incision site.